Event description:
Dr was operating on a patient that required the use of stryker spinal power drill. While operating the stryker drill dr noticed smoke and overheating of the drill. Drill was removed from the field and stryker was notified of issue. This is what the patient safety report said: during lami/tlif, stryker drill started to feel hot, smell hot and a small amount of smoke coming from the drill was noted. Removed from field, replaced drill and bit. Once dr started to drill again, it was noted that the drill was again hot and a small amount of blue fluid started to ooze out of the tip after removed from field. The drill was removed from room. Third drill added to field, procedure was completed without further incident. Will follow up with stryker. Manufacturer response for electric spinal drill, stryker signature electric drill (per site reporter): surgery returned it, I did not speak to them.